Event description:
On (B)(6) 2022, accelus was informed of a revision surgery to remove a flarehawk 9 construct with a migrated shim. It was reported that during the initial surgery the surgeon did not use fluoroscopy to confirm that the shim was locked into the shell (this is required in the flarehawk surgical technique manual). However, review of post op imaging after the surgery showed that the core of the shell was broken. Subsequently, the patient became symptomatic during physical therapy, and a review of imaging during follow up confirmed that the shim had migrated out of the shell. A revision surgery was performed on (B)(6) 2022 to remove and replace the construct. The revision surgery was successfully completed, and no additional patient harm was reported as a result of the revision surgery.